Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: venous tube of line set came apart from the portion that screws onto the dialyzer during setup. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample was provided for evaluation. It should be noted that only the venous portion of the set was returned. The sample was visually evaluated, and it was identified that the blue dialysis connector was not present on the set. After review of the event description, it was determined that there was a disconnection at the dialysis connector. No solvent appeared to be present on the tubing indicating that the connector was likely attached but not bonded and came off during use. Based on the investigation findings, the reported defect was confirmed. The most probable root cause is that during assembly the operator failed to place solvent on the joint, which would then have bonded the connector to the tubing. As a result of this occurrence a quality notification and re-train was generated for all associates involved in the hand assembly process. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.